Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix polyaxial unassembled screw was cross-threaded and was off midline which caused it to shear off of two holding sleeves intraoperatively during a l4-l5 posterior spine fusion. As a consequence, it sheared off the two holding sleeves (part # 03.616.043 x 2), as well as the bone screw itself. It was also reported that there were no metal fragments in the patient. The sales consultant stated that the metal of the screw cut the metal of the holding sleeves when the screw sheared. The metal fragments did not become dislodged from the screw or holding sleeve, but the metal is sticking out of the screw and instruments. Another sleeve and screw were available to successfully complete the procedure. It was reported that there was no adverse event to the patient. A two minute delay was reported. (B)(4).

Manufacturer narrative:
A review of the device history records was completed: unique instruments, inc. Manufactured the locking holding sleeve, part number 03.616.043, and lot number 6633547. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, one non-conformance report, and no complaint related issues with this lot. Non-conformance report issued for low dimension of the "ball hole location", quantity 3 parts; this was determined to be non-critical and to use as is and was closed 10/25/11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the reported part 03.616.043 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve 03.616.042. The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The applicable us matrix technique guides (reference #j9698-d, j9699-d and j9700-d) do not include instruments 03.616.042 and 03.616.043, these instruments are mentioned only in the technique addition (jd6132a). The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The external m6.5x0.75 thread of the two received holding sleeves (03.616.043) is damaged. The lot numbers for the received instruments are 6826714 (mfg mar31, 2012 to rev c) and 6633547 (mfg sep28,2011 to rev b). The complaint for these parts involves the interaction with a cross threaded matrix polyaxial screw (part 04.639.750) resulting in the shearing off of the threads of the holding sleeves as it was stated that ¿the metal of the screw cut the metal of the holding sleeves when the screw sheared. This condition was confirmed on the received parts; the distal tips show damage to the threading on received instrument; with partial detachment of the first level of threads. The applicable associated drawings were reviewed (overview: 03_616_042 revisions b, c and d and the inner shaft including the threaded tip: 03_616_042_11 revision a), these drawings call out the appropriate dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. This complaint condition is confirmed. It is likely that the interaction between the stripped screw and these sleeves caused this condition of stripped distal threads as stated in the complaint, given the condition of the returned parts. The design of this device was found to be adequate for the intended use, these sleeves must not be applied off-axis, as may have happened to result in three s tripped items. The design of this device is adequate for use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.